Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user applied a new dexcom g7 sensor and received prompts to connect cgm or enter blood glucose, indicating the sensor did not initially pair with the ilet system; the user was guided to confirm g7 selection versus g6, provided the pairing code, and later reported that the g7 paired without further assistance after an initial failed pairing, with education provided to replace the sensor if pairing failed. Symptoms included hyperglycemia, with a reported blood glucose of 282 mg/dl by meter, without acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting, user education on correct cgm model selection and pairing workflow, and provision of manufacturer contact information. Investigation of this case revealed an initial cgm pairing failure with subsequent successful pairing, consistent with a transient connectivity or configuration issue between the cgm and responsible device, without evidence of device malfunction or component breakage. It was concluded, based on previously established findings for similar reports, that user interface or setup factors most likely contributed to the event.